Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: octrode percutaneous lead: scs, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000089316.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system due to autoreducing. In turn, reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.